Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on (B)(6) 2013 due to sensor failure, patient experienced a red bump at site where sensor adhesive had been applied to her skin. Patient's father reported that patient experienced a rash on other parts of her body at time of incident. Within 1-3 days of removal of sensor, patient consulted a physician. Physician was unable to determine cause of rash, and prescribed treating the rash area with benadryl and baking soda. At the time of his call to technical support, patient's father reported that patient still had rash but experienced no infection or discomfort.